Event description:
It was reported that a patient underwent a cardiac ablation procedure with a decanav and the patient experienced cardiac tamponade that required pericardiocentesis. During mapping of left ventricle, the decanav catheter moved significantly on the 3d screen and was observed popping out of the left ventricular fam (fast anatomical map). After that, cardiac tamponade was confirmed due to blood pressure decrease (blood pressure dropped to about 50). Pericardial fluid drainage was performed. The patient's symptoms worsened. After drainage, open chest surgery was performed and additional cryoablation was performed. The patient was on ECMO but a valve was not working, heart was not moving well. The patient had plans for impella in the future. Hospitalization was extended. The physician's opinion on the cause of the adverse event is that it was the procedure. There were no abnormalities that occurred prior to or during use of the product. No ablation was performed prior to noting the cardiac tamponade. Transseptal puncture was performed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
During mapping of left ventricle, the decanav catheter moved significantly on the 3d screen and was observed popping out of the left ventricular fam (fast anatomical map). After that, cardiac tamponade was confirmed due to blood pressure decrease (blood pressure dropped to about 50). Pericardial fluid drainage was performed. The patient's symptoms worsened. After drainage, open chest surgery was performed and additional cryoablation was performed. The patient was on ECMO but a valve was not working, heart was not moving well. The patient had plans for impella in the future. Hospitalization was extended. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. Mre review: a manufacturing record evaluation was performed for the finished device number lot 31219269m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).